Event description:
A package of tonsil sponges were unable to be opened utilizing sterile technique. The peel pack did not open as intended contaminating the product inside. The peel pack actually shreaded into layers.